Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level confirmed on the morning of (B)(6) 2017. User does not utilize the cgm option of the t:slim g4. Cartridge change sequence completed on (B)(6) 2017. There were no erratic basal rate adjustments. There were no obvious deliveries or requests that would cause low bg levels. A correction bolus for 406 mg/dl at 1:24 am. If the bg value was entered in error, this may have led to the low bg event. There is no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 69 mg/dl while sleeping. The customer did not know what caused the low bg. The customer consumed food to address the low bg and had disconnected from the pump. The bg has elevated back to 96 mg/dl.